Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented to a local emergency department with hemoglobin and hematocrit (h&h) levels of 7.3 g/dl and 22 g/dl, respectively. The patient received two (2) units of units of packed red blood cells (prbcs) as well as iron infusions. Oral iron supplementation was stopped. The h&h levels continued to trend downward. Laboratory test results showed positive guaiac and occult stools without evidence of acute gastrointestinal bleeding. A slow gi blood loss was suspected. Aspirin was discontinued at the time. The patient was also on warfarin. On (B)(6) 2018, the patient was readmitted for heart failure and a gi consult was requested due to melena. On (B)(6) 2018 the patient¿s hemoglobin was at 7.6 g/dl with initial improvement but noted to trend down again. An additional two units of units of packed red blood cells (prbcs) were transfused. A capsule endoscopy was performed which did not identify the site of bleeding. A small bowel enteroscopy performed on (B)(6) 2018 revealed erythematous gastropathy. The most likely source is in gi in the setting of supratherapeutic anticoagulation. A colonoscopy performed on (B)(6) 2018 did not identify the source of bleeding and no polyps were seen. The onset date of the gastrointestinal bleeding was reported as (B)(6) 2018 and remains ongoing. No additional information was provided.

Manufacturer narrative:
The patient remains ongoing on vad support. A direct relationship between the device and the reported event could not be determined. Multiple requests for additional information were sent to the customer; however, no additional information was provided. Bleeding is listed as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including recommended inr values. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.